Event description:
Pt had unresectable gall bladder cancer with multiple liver metastases. Pt has been treated on multiple liver metastases. Pt has been treated on multiple chemotherapy regimens including gemcitabine and xeloda since 03/01. In spite of the aggressive treatments, pt developed disease progression in the liver. At the time of the referal for therasphere, pt reported fatigue, decreased appetite, nausea, 10% weight loss and abdominal pain. Physical exam revealed tenderness on deep palpation throughout the abdomen without guarding or rebound tenderness. There were no palpable masses or hepatosplenomegaly. The pt underwent therasphere treatment and received 136 gy to the right lobe of the liver. Treatment cycle was completed the next month when pt received 142.6 gy to the left lobe of liver. Both infusions were performed without difficulty. During the post treatment period the pt developed significant fatigue, decrease in appetite, right upper quadrant pain and some nausea without vomiting. Pt had to increase oxycontin use and was placed on fentanyl transdermal patch. Symptoms were consistent with the expected side effects due to radiation hepatitis. Event: in 2002, the pt was admitted to the hospital for profound weakness, abdominal pain and dehydration. On the day of the admission the pt was oriented to name and place only. Pt's family felt that pt could be overmedicated, however, pt was still complaining of pain. Abdominal CT the following day showed grossly unchanged severe metastatic disease in the left lobe of the liver; increase in tumor size in the right lobe, edema and ascites. After rehydration and pain management the pt was discharged to hospice the next day and died at home. The death was judged to be possibly related to therasphere. It is not clear though, whether it was the radiation hepatitis or liver cancer progression that contributed to this unfortunate result.